Manufacturer narrative:
This report is related to MDR number: 3011632150-2020-00025. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion/restenosis are listed in the bionomics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This report is related to MDR number: 3011632150-2020-00025 the patient was treated as part of the (B)(6) study on (B)(6) 2017. At index procedure ((B)(6) 2017), the patient presented with a de-novo occlusion of the segment involving the ostial superficial femoral artery (sfa) to middle third of the sfa of the left leg. Two biomimics stents implanted. A 6.0 x 125mm stent (see MDR ref: 3011632150-2020-00025) and a 5.0 x 100mm stent ( to which this report relates). On (B)(6) 2019 an occlusion was identified. This involved the treated segment. Percutaneous intervention took place on (B)(6) 2019 on the segment of the proximal third of the sfa to the distal third of the sfa. The intervention included drug coated balloon / drug eluting balloon and thrombectomy. The outcome of the event is that it has resolved and patient has recovered. The device remains implanted.